Event description:
It was reported that the pt experienced a shocking or jolting sensation at the stimulator location following stimulator replacement. It was also reported that movement resulting in stimulation changes. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report. Reference MFR. Report #3004209178200807847.